Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "(B)(6) 2020 first surgery. He complained of pain after the operation and visited the hospital on (B)(6). The plate was broken at the screw near the fracture. Patient activity was high. Doctor's view: "I don't know why it breaks.""

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received plate was found to be broken from one of the holes. Upon closer examination, the fracture surface exhibited shiny surface which is generally a sign of fatigue fracture, when the device gradually breaks from one side and rub against each other due to high repeated cyclic loading. Evidence of high loading can also be seen around the hole from where the plate broke, screw bearing marks are present there. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. No patient details, medical records were provided, but only a single plane post-operative (post breakage) x-ray was shared which wasn¿t sufficient. Therefore, a clinical opinion from our hcp could not be requested. However, through that x-ray it was possible ascertain that the fracture had not healed adequately and around that location only the plate had broken. Based on the above investigation and the facts available, it could be said that the root cause of the failure is predominantly patient related. The manner of breakage and through the x-ray provided it can be said that due to the inadequate healing within a span of 2 months, the load increased on the plate around the fracture region. Ultimately, leading to its breakage in a gradual manner. The IFU clearly provides a warning that: ¿these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: (B)(6) 2020 first surgery. He complained of pain after the operation and visited the hospital on (B)(6). The plate was broken at the screw near the fracture. Patient activity was high. Doctor's view: "I don't know why it breaks."